Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead showed high impedance while testing intra-operatively. While trying to troubleshoot the issue with the resistance/high impedance, the lead was damaged. They disconnected to make sure the lead was inserted deep enough into the block of the ins, then reconnected and tested again, and it still reflected high resistance. They disconnected a second time to make sure there was no moisture in the system, and while trying to dry the lead, the insulation came away at the electrode. The damaged lead was removed, and a fresh lead was placed. The issue was resolved. It was noted that the lead had been implanted on (B)(6) 2019, and the patient had a successful trial but due to medical aid funding for the device, the ins was only available now. After attaching the ins, it reflected high resistance on testing, and while trying to troubleshoot, the lead was damaged. They removed the lead and replaced it, and the ins was now working correctly with no electrodes out of range. No symptoms were reported, and the patient was alive with no injury. The event occurred during a procedure.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# 0217643940 implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead h3: analysis of the lead found that the lead body outer insulation separated at a butt joint at the proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.